Event description:
It was reported that when the hcp was attempting to implant the catheter, he chose to use the longer touhy needed. When he attempted to pull the needle and stylette back, the catheter sheared, and eventually broke. A portion of the catheter remained implanted in the intrathecal space. The hcp tied that piece off. He elected to implant a different model catheter, and had no troubles. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.